Event description:
Revision surgery revealed the polyethylene disassociated from the metal back of the patella. The tibial and femoral components were also revised to compatible revision components.

Manufacturer narrative:
Summary of evaluation: evaluation results suggests that this event is not device related rather is associated with pt weight and rotational alignment. Add'l MFR info: section d6: catalog#=6638-3-950, lot code=kbjnb. Section d9: device available=yes. Date returned=8/18/97. Section d10: concomitant products: pca primary femoral component. Catalog #=6638-3-500. Pca primary tibial component. Catalog #=6638-3-716/lot code=tzgt01. Section f-14: add'l info from the user facility is unobtainable.